Event description:
It was reported that purewick urine collection system was not suctioning. Representative did water test and failed, would replace the kit. Used with flex wicks. No additional information provided. It was unclear if troubleshooting was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. Representative did water test and failed, would replace the kit. Used with flex wicks. No additional information provided. It was unclear if troubleshooting was provided.

Manufacturer narrative:
This supplemental MDR is being submitted to capture additional information from follow up and the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was unconfirmed, as the product met specifications. The product was used for treatment purposes. The product did not cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging), pw collection kit accessories (collector tubing with an elbow connector, pump tubing, and a collection canister with lid). There were no canister cracks present. There was no residue present throughout the canister but there was a small amount in the pump and collector tubing. Stop valve opened and closed freely but was soaked with residue on the cloth and around the valve itself. A reference airflow test was run by connecting the in-house device to the returned accessories. The result was 1.896 slpm. Functional evaluation of the returned sample noticed while plugged into external power cord, the in-house device passed with a value of 2.049 slpm at device start and 2.099 slpm at 10 seconds. Once the system was powered on and ran for 30 seconds, the returned accessories passed by showing a 500g increase in 18.20 seconds. An in-house device (pw200, sn# (B)(6)), and external power cord were used for the evaluation. A labeling/packaging review is not required as the reported event is unconfirmed. A DHR/bh review is not required as the reported event is unconfirmed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that purewick urine collection system was not suctioning. Representative did water test and failed, would replace the kit. Used with flex wicks. No additional information provided. It was unclear if troubleshooting was provided.